Manufacturer narrative:
Manufacturer investigation conclusion: a correlation between the device and the reported events could not be conclusively determined during this evaluation. A cause for these events could also not be determined. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not explanted for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. In section 1 ¿introduction,¿ this IFU lists the adverse events that may be associated with the use of heartmate 3 lvas, including right heart failure, venous thromboembolism, arterial non-central nervous system thromboembolism, respiratory failure, renal dysfunction, arrhythmia, infection (localized, driveline, pump pocket or pseudo pocket), bleeding, and death. Section 6 ¿patient care and management¿ states that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. It also lists typical treatment options. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Thromboembolism is also listed as a potential late postimplant complication in this section. This section also lists arrhythmia as a potential late postimplant complication, and contains information on controlling infection. Heartmate 3 lvas patient handbook section 4 ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 at 19:18 due to withdrawal of care. The patient's postoperative course was eventful and significant for iatrogenic ventricular septal defect; right heart failure s/p (status post) IV (intravenous) dobutamine; repeated gastrointestinal bleeding (arteriovenous malformations; the patient was taken off anticoagulants and placed on octreotide; acute kidney injury (aki) s/p continuous renal replacement therapy (crrt); respiratory failure s/p a tracheostomy (unable to wean off vent) s/p various types of infections. The patient had an episode with high suspicion for a pulmonary embolism that was treated with pressors, increase in dobutamine, and decrease in pump speed. The family was notified and decided to go with comfort measures. ICD (implantable cardioverter defibrillator) tachycardia therapies were deactivated and the lvad (left ventricular assist device) was turned off per the family's request.